Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open racepack. Analysis and results: there are (B)(4) previous complaints of this code batch from the same end customer. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Measured the thread of this open sample received and the thread length is 82 cm instead of 60 cm. This mistake took place during the manufacturing process, the thread was cut longer than indicated. Final conclusion: taking into account that the result of the sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It is reported that the thread is longer than 60 cm.